Event description:
It was reported that a flush port break occurred. A pulse field ablation procedure was performed using a faradrive steerable sheath, farawave catheter, and versacross fixed transeptal system. The faradrive steerable sheath was placed and the farawave catheter was advanced into the right atrium. The superior vena cava and cavotricuspid isthmus were isolated via the farawave catheter. The farawave catheter was removed and the faradrive steerable sheath was withdrawn. The versacross system was used to complete the transeptal puncture and the faradrive steerable sheath was placed for left atrial access. The farawave catheter was advanced through the faradrive steerable sheath into the left atrium and an attempt was made to flush the faradrive steerable sheath. It was observed the flush port on the faradrive steerable sheath was cracked. The faradrive steerable sheath was replaced with a new faradrive steerable sheath and the procedure was successfully completed. No patient complications were reported.